Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.

Event description:
The event description provided by the customer was regarding a deflection issue, which was not indicative of a reportable complaint. However, upon analysis of the returned device, the peek housing of the catheter was found to be cracked/torn, partially separated from the tip lumen. Biosense webster became aware of this reportable malfunction upon initial evaluation of the complained product on 09/01/2009. The functionality of the catheter deflection was not confirmed-- the catheter still deflects. The cracked/torn catheter condition was not noticed by the customer. No pt injury was reported.